Manufacturer narrative:
The customer contacted a customer care center (ccc) representative. The customer explained that they noticed mint green tubes were resulting higher than their gold top tubes. The ccc followed up with the customer on multiple attempts and was not able to get any further details from the customer. Headquarters support center (hsc) reviewed the data that was provided for instrument serial number (B)(4). Hsc states that they were unable to evaluate the data based on the information provided by the customer. The data indicates the sample ID provided had an initial result but there were no other results of 3.2 as an indicator of a sample repeat. The customer does not distinguish between serum and plasma samples for processing. Review of the quality control data shows that results were in range, without any outliers. The sample recovered an h flag of 2 and is an indicator of the presence of hemolysis. According to the customer, repeat of the serum and plasma tubes are reproducible, indicating the issue is patient sample specific. Hsc concludes that the issue is sample specific to the samples for this patient. The cause of the discordant, falsely high potassium (k) result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely high potassium (k) result was obtained on a patient sample, from a mint green tube, on a dimension vista 1500 instrument (B)(4). The discordant result was reported to the physician(s). The physician questioned the result. The physician stated that a particular patient is recovering different potassium values depending on the tube ran. All the draws in mint green tube samples from this patient have been high which caused the doctor to ask the lab to run a gold top tube to see what the result would be. A repeat test was requested and performed from a gold top tube on the same dimension vista 1500 instrument (B)(4). The repeat from the gold top tube resulted lower. The samples were repeated on an another dimension vista instrument (B)(4). The results were not provided but were just like the original results, high on the mint green tube and lower on the gold tube. A new draw was requested for both the mint green top and gold top tubes on another dimension vista instrument. The customer did not provide redraw results. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely high potassium result.